Event description:
It was reported that during a starr (stapled transanal rectal resection) procedure, incomplete staple line; sutured by hand. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Reportedly, a mitral valve (6900p, 27mm) was explanted due to two leaflets were fused together so there was no movement of two leaflets. The device is not available for return. On 09/08/10 email from sales representative indicates, "the device is still not being released due to lack of legal release from sharp memorial. I have placed three calls so far with no release date yet. The operative notes from the surgeon have not been received yet as of today either."

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.